Manufacturer narrative:
Evaluation conclusion codes updated from adverse related to patient condition to unintended use error caused or contributed to event. Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 16mm stent delivery system was returned for analysis. Stent not returned. Stent separated from sds. There was no stent on the balloon. The balloon was reviewed and no visible damage was noted. The balloon folds were in a tightly folded position, it did not appear as though any positive pressure had been applied to the balloon. Crimp markings were evident on the balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion found no issues. A visual examination of the tip found damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. During preparation of a 2.25x16mm synergy stent, it was noted that the stent was dislodged when the device was taken out from the protective hoop. No patient complications were reported as the device did not enter the patient's body.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 16mm stent delivery system was returned for analysis. Stent not returned. Stent separated from sds. There was no stent on the balloon. The balloon was reviewed and no visible damage was noted. The balloon folds were in a tightly folded position, it did not appear as though any positive pressure had been applied to the balloon. Crimp markings were evident on the balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion found no issues. A visual examination of the tip found damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. During preparation of a 2.25x16mm synergy stent, it was noted that the stent was dislodged when the device was taken out from the protective hoop. No patient complications were reported as the device did not enter the patient's body.